Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Healthcare professional reported "painful seroma and capsular contracture baker grade iii on the left side". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, white encapsulation device and opening curved on radius. A visual and microscopic analysis was performed which identified opening crease sharp on radius, creases fold and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening. Additional, changed, and/or corrected data: d4, d9, g1, h3, h6.

Event description:
Healthcare professional reported "painful seroma and capsular contracture baker grade iii on the left side". Device has been explanted.